Event description:
It was reported on (B)(6) 2011, the patient experienced pain. Additional information received reported the patient had an unspecified surgical intervention with the pump and catheter on (B)(6) 2011. It was noted the patient did not contact her physician's office about the event reported in (B)(6) 2011. It was reported the patient had a dosage increase on (B)(6) 2011. It was also reported the patient still had significant pain "8-9 increasing doses." A pump check was performed on (B)(6) 2012, and it was noted there were no problems. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: product type catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: product type catheter. (B)(4).